Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a company representative, that the customer was discharged from the hospital; after having high blood glucose and ketoacidosis. The customer's blood glucose was unknown. The customer was hospitalized for a couple of days. The customer was unable to continue in the call to document the incident.